Event description:
It was reported that this pacemaker has not attempted to perform threshold testing on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and data analysis confirmed that this device has not stored rv auto threshold trends. It was also noted that this device has stored fault codes consistent with high impedance. The health care professional (hcp) will discuss with the following physician the plan for this patient. No adverse patient effects were reported. At this time, this device system remains in service.